Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that protaper h-u ass.25mm *not ce* the file(f1) was broken during use. It has been used 5 or 6 times. The broken part was not retrieved. There is no patient injury occurred. The doctor has advised the patient to go to a specialist to remove the broken file.